Event description:
It was reported the patients blood glucose level rose to 421 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a new pod was placed.

Manufacturer narrative:
Investigation discovered corrosion on the device as well on the batteries and internal components. The fluid path was inspected and found a leak on the unexposed portion of the soft cannula. The leakage was due to a tear, which prevents the fluid from flowing through its intended fluid path. The location of the tear with relation to the nail head of the soft cannula measures out to be 0.257". No other damages or abnormalities were observed with the device that could affect insulin delivery. Therefore, the tear on the unexposed portion of the soft cannula caused a failure of the device to deliver insulin and also caused the presence of corrosion with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.